Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the customer received the following results on the aviva system within 10 minutes: 258 mg/dl, 116 mg/dl, and 199 mg/dl. No adverse event reported. The results were taken from two different test strip vials with the same lot number. Return of the suspect device was requested for evaluation.